Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during implantation of the 55 cm optease inferior vena cava filter, it could not be released after being deployed halfway. The resistance was very high. Under guidewire guidance, the customer used a snare to capture the half-deployed filter and remove it from the body. All components were successfully removed. The filter storage tube showed no damage during preparation. There were no issues reaching the target lesion and no resistance encountered with the guidewire or embolic protection device; however, difficulty occurred during deployment, with the filter only partially deploying. No acute or sharp bending was noted during delivery. Thrombus was present at the implant site. The inferior vena cava was of normal size and shape, and the vessel diameter was measured. Access vessel characteristics showed no calcification or tortuosity, approximately 10% stenosis, and no acute angulation or bifurcation. The filter was not embedded and did not separate into multiple pieces. The device is being returned for evaluation. The device will be returned for evaluation.